Event description:
The report received from the study indicated that approx two (2) months after the index procedure, the pt had a re-percutaneous coronary intervention (re-pci). Coronary angiography was done and a proximal 50% diffuse in-stent restenosis and thrombus was reported in the previously implanted cypher select plus 2.75 x 18 mm stent. Control ivus was done and demonstrated full stent apposition. The restenosis/late thrombosis was treated by implantation of a taxus 3.5 x 32 mm stent. Additional non-target vessel lesions in the proximal and mid circumflex were also treated during this procedure.

Manufacturer narrative:
The indication for the index procedure was stable angina. The pt was found to have three-vessel disease and had one lesion treated during this procedure. The target lesion was the proximal right coronary artery (rca). The lesion was reported to be: a restenosis of greater than 10mm of a previously implanted xience stent, 3.0mm vessel diameter, 12mm in length, and type b2. The percent stenosis pre and post-procedure and timi flow pre and post-procedure were not provided. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 20 atm as planned. A cypher select plus 2.75 x 18 mm stent was implanted (the atm of pressure was not provided). There were no procedural complications of device deviations reported. The pt was discharged the day after the procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.